Event description:
It was reported that the ilet user awoke to find the infusion tubing had come loose from the connector/adapter during sleep, reattached it, and continued insulin delivery; education was provided to ensure the tubing is fully fastened, and the issue involved the infusion set and tubing with an incorrectly attached infusion set connector and no alerts or alarms. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use error associated with an incorrectly attached connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.